Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b: additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedances due to lead migration, and as a result, the lead was replaced. Postoperatively, the patient was doing fine. The explanted device will not be returned for analysis, as it was discarded by the medical facility.